Event description:
The pump was returned to sigma under recall 1314491-09/13/10-003-r. Upon initial evaluation, the pump failed flow rate test during service.

Manufacturer narrative:
(B)(4). Investigation is still in progress and a supplemental will be submitted.